Event description:
Since I had the trelex-natural mesh implanted in me I have been suffering from many complications. These include but are not limited to vaginal bleeding, frequent urinary urgency and infection, burning sensation and terrible back pain. Also, nasty vaginal discharge that leaves a permanent, foul odor around my vagina. I have lost all desire for sexual intercourse and now I suffer from lower back pain and a protrusion around my navel that looks like an air bubble. Moreover, I have been depressed for a long time and the mesh in me has also caused erosion of my intestines. My pain is so severe, so much so, that I have been visiting a pain management clinic to manage my pain. This product has made my life miserable.